Manufacturer narrative:
All available information was investigated and the reported leak and cracked flush port were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak was due to the observed cracked. However, a cause for how the flush port cracked cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance as additional aspiration was performed to remove the air. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, but during insertion, it was observe the flush port of the sgc was cracked, resulting in a leak. Aspiration was performed and the air was successfully removed. The sgc was then removed and replaced. One clip was then inserted, reduce mr to a grade of 1. There was no clinically significant delay in the procedure.